Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage on the white power cable was confirmed via log file analysis. The system controller (serial #: (B)(6) was returned for analysis and a log file was submitted for review showing events spanning approximately 2 days (B)(6) 2023 per time stamp). Atypical low voltage advisory alarms were active throughout the log file. These alarms were active on the white power lead while connected to battery power and are atypical in nature due to the alarms activating and reactivating without a disconnecting and reconnection of a power source. A review of the downloaded log file showed events approximately 22 hours (B)(6) 2023 at 16:21:40 ¿ (B)(6) 2023 at 15:05:27 per time stamp). This log file also captured atypical low voltage alarms on the white power lead while connected to battery power. The driveline was disconnected for a system controller exchange on (B)(6) 2023 at 15:04:32. There were no other notable alarms active in the log files. Pump operation was not affected. The returned system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to a mock loop and was able to operate a pump for an extended period of time with no issue. The reported alarms were unable to be reproduced during testing. Additional provided information stated that the alarms resolved. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly care interpret and troubleshoot all system alarms including low voltage alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate ii system controller had a higher power drainage on the white cable than on the black cable. The patient had frequent low voltage advisory alarms. The system controller was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.